Event description:
It was reported that the procedure was to treat a concentric de novo lesion with 80% stenosis and mild tortuosity in the proximal circumflex artery. After performing pre-dilation with an unspecified balloon catheter that was inflated to 12 atmospheres, a 2.5x15 mm xience prime rx stent delivery system (sds) was deployed and a distal edge dissection was noted. There was no interaction of devices. Another xience prime stent was used to cover the dissection and thrombolysis in myocardial infarction (timi) iii blood flow was maintained. No other device/procedural issues were noted. The patient was doing find and there was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.